Manufacturer narrative:
The samples were serum or plasma. Sodium qc during the time period of the event showed imprecision. Bec field service engineer (fse) observed evidence of contamination, and decontaminated the system. The fse installed new ise (ion selective electrode) tubing, reagent caps and straws, and replaced carbon bridge. The fse verified the instrument performance.

Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low sodium (na) results were generated by unicel dxc 600 synchron clinical system on patient samples. The results were reported out of the laboratory, and a result was questioned by the medical staff. Repeat testing on an alternate instrument produced higher results and fifteen (15) reports were amended. Only eight patient results were provided by the customer and are shown in the attached file. Patient treatment was not initiated or withheld based upon the false results reported.